Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated leads presented to the hospital with painless reddening of the skin in the device pocket area. A transesophageal echocardiogram revealed vegetations on the tricuspid valve. The patient was given a 21 day course of intravenous antibiotics. Microbiology labs for culture confirmed streptococcus epidermidis. The device and leads were explanted and the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) . It was noted the patient had extensive tricuspid endocarditis. No additional adverse patient effects were reported. The explanted products were not to be returned, due to contamination.